Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician regarding delayed remote alert transmissions from this system. A replacement programmer was recommended. It was discussed by the physician that the alert was regarding out-of-rang pacing impedance measurements from this right ventricular (rv) lead. The physician suspected that the rv lead was fractured. Information was requested regarding the specific measurements and event resolution, but a response has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician regarding delayed remote alert transmissions from this system. A replacement programmer was recommended. It was discussed by the physician that the alert was regarding out-of-rang pacing impedance measurements from this right ventricular (rv) lead. The physician suspected that the rv lead was fractured. Information was requested regarding the specific measurements and event resolution, but a response has not yet been received. At this time, the rv lead remains implanted and no adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician regarding delayed remote alert transmissions from this system. A replacement programmer was recommended. It was discussed by the physician that the alert was regarding out-of-rang pacing impedance measurements from this right ventricular (rv) lead. The physician suspected that the rv lead was fractured. It was communicated that the previously reported lead 0673/148860 was actually the replacement product. The field representative was unable to provide the model and serial numbers of the rv lead that was potentially fractured and had high impedance measurements. The rv lead was explanted and replaced by the 0673/148860 and no additional adverse patient effects were reported. The explanted lead is not expected to be returned.